Event description:
The customer reported that the insulin pump delivered insulin without him programming it to deliver. The customer stated that his blood glucose levels went as low as 45 mg/dl. The customer stated that he would take the insulin pump to his lab to analyse it. Advised that we can analyze it and send him a letter of analysis, but he declined and disconnected the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.